Event description:
It was reported that shaft break occurred. The 81% stenosed, 30mm x 3.0mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, during procedure, the balloon delivery shaft was fractured at 20cm from the distal end of the balloon. The device was simply pulled out and completely rmoved from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable. A 3.0mm x 8mm quantum maverick balloon catheter initially reported and correct device should have been a 2.50mm x 15mm maverick balloon catheter.

Manufacturer narrative:
D4 model/catalog number corrected from 7005 to 7585. D4 lot number corrected from 0024551500 to 0024618135. D4 expiration date corrected from 10/06/2022 to 10/17/2022. D4 unique identifier corrected from (B)(4) to (B)(4). H4 device manufacture date corrected from 10/07/2019 to 10/18/2019.

Manufacturer narrative:
D4 model/catalog number corrected from 7005 to 7585. D4 lot number corrected from 0024551500 to 0024618135. D4 expiration date corrected from 10/06/2022 to 10/17/2022. D4 unique identifier corrected from (B)(4). H4 device manufacture date corrected from 10/07/2019 to 10/18/2019 device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a shaft kink 81mm proximal from the tip. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 81% stenosed, 30mm x 3.0mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, during procedure, the balloon delivery shaft was fractured at 20cm from the distal end of the balloon. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable. A 3.0mm x 8mm quantum maverick balloon catheter initially reported and correct device should have been a 2.50mm x 15mm maverick balloon catheter.

Event description:
It was reported that shaft break occurred. The 81% stenosed, 30mm x 3.0mm target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, during procedure, the balloon delivery shaft was fractured at 20cm from the distal end of the balloon. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable.